Event description:
Reporter noted corneal burn occurred; felt this was due to broken phaco tip.

Event description:
Additional info on event indicated tip did not actually "break". Surgeon noted a sudden major corneal whitening after about 10 seconds of phaco for the first groove. After the burn, changed the phaco tip to continue. After a few seconds, the lens fell into the vitreous. Pt had edema posto-op. Due to corneal folds, it may be difficult to perform a posterior segment vitrectomy.